Event description:
Info originally provided to idtf. In 2009, pt self tester reports bruising followed by lab inr 4.4 vs protime inr 3.6. Two weeks later, protime inr 2.7 vs lab inr 3.4. Warfarin adjusted based on lab result. No reports of adverse events.

Manufacturer narrative:
MFR evaluation/investigation currently in process.